Event description:
The hcp reported that the catheter was fractured. The pump solution was changed to saline in (B) (6) 2009. The surgeon did not want to do surgery for 1 year from the previous surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).